Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was vinous closure of the right common femoral vein using a prostyle device using the pre-close technique via a 6f sheath hole prior to a watchman interventional procedure. The first prostyle device was deployed and preplaced as intended. Reportedly, while using the second prostyle the suture was deployed; however, when removing the device, the entire suture came out of the body. The suture of one new prostyle device was successfully pre-placed. The sheath was upsized to an 18f, and the watchman procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned analysis. The reported malposition/failure to deploy the suture was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable vessel due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.